Event description:
A distributor in (B)(4) reported that a rt021 catheter mount tube was damaged. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The catheter mount will not be returning for investigation as the affected device was discarded by the distributor. Therefore, our investigation is based on a photograph and information provided by the distributor, previous similar investigations and our knowledge of the product. Results: the supplied photograph showed that the tubing cuff at the swivel end of the catheter mount was split next to the parting line. A lot check revealed no other complaints for lot number 130415. Conclusion: we are unable to determine the cause of the damage to the rt021. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the subject catheter mount was damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.